Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating and a larger glenosphere and metaphyseal thickness was needed to prevent further issues. No component failure was present.